Manufacturer narrative:
Received one device. Was able to replicate the customer concern. The motherboard and battery compartment were replaced. Performance verification testing was performed: device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that error 41786 was displayed. The event occurred upon power on. No patient involvement was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.